Event description:
Pt presented to emergency dept and stated she awakened to find the arterial lumen of her right tesio catheter sheared off. The pt's husband placed a clamp on the elastic portion remaining. The arterial lumen replaced per protocol.